Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. It is possible that the unexpected noise heard could be either: the blade making contact with metal while activated, the solid tone emitted by the generator when the blade becomes damaged. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported the patient was anesthetized, when we started the procedure, at the first moment, when we made a cauterization and cut-off of the round ligament we heard an unusual noise of the ultracision hd 1000i clamp and it simply stopped working. They tried to shut down the device, disconnect the cable and reset the generator several times without success, which is why they sent an ultracision ace 7 to continue the procedure. The patient had no serious damages.